Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device displayed a high out of range shock impedance measurement. This information was provided to the physician and is being further monitored. No adverse patient effects were reported. After a review of the data, it was thought the daily lead measurements were impacted by the patient's condition and medication. There had been no recorded episodes since implant. The amplitude, pace and shock impedance revealed the same trends. A slight decrease was noted during the previous month and have started to increase since then. One out of range shock impedance measurement was confirmed. A follow up visit was performed. Interrogation revealed normal measurements. A decision was made to further monitor this system.